Event description:
Procedure type: bariatric procedure. According to the reporter: the customer reports that the device remained closed after stapling. The surgeon could not reopen the instrument and had to pull to remove it and tore the tissue. The surgeon sutured the torn tissue with thread.

Manufacturer narrative:
(B)(4).